Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shock therapies due to atrial fibrillation with rapid ventricular response. The patient was given medication and the device was reprogrammed. The patient was stable and discharged after the event.